Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tfn nail and helical blade in the hip on (B)(6) 2012. Reportedly soon after the patient had the tfn hip procedure, the patient complained of painful knee. The patient continued complaining of pain in the knee and the surgeon decided to return the patient to the o.r .on (B)(6) 2013 to remove the tfn nail and helical blade. It was reported the removal of the tfn nail and helical blade procedure was completed without any incidents and the knee was not invaded. Reportedly all hardware was intact. The patient was not revised with any additional hardware after the removal. This is 1 of 2 reports for the same event for complaint (B)(4).